Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed drawer was functioning properly. Medications were checked, and the rails were verified to be smooth. No issues were identified during the inspection. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, cubie drawer 06 was jammed and could not be accessed. The customer reported that the drawer was stuck, and the bottom tray appeared elevated. Additionally, cubie drawer 7 at position 07-01 was not reading or accepting cubies. Any cubies inserted through cubie admin, assigned, or restocking functions were immediately ejected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.